Manufacturer narrative:
While attempting to remove the catheter from a labor and delivery patient, the balloon would not deflate. A needle was inserted suprapubically with the aid of ultrasound to manually rupture the balloon. The sample was returned to us in three pieces. The section of the catheter containing the balloon had a bed sheet clamp clamped onto it approximately 15cm from the tip. Visually, there was a deep indentation on the catheter near the bifurcation that resulted in a complete occlusion of the inflation lumen. The facility had tested the balloon prior to insertion and had no difficulty inflating the balloon. The indentation and subsequent lumen occlusion was most likely the result of an external force on the catheter and would have occurred post insertion. The source of the external force was not determined.

Event description:
The balloon would not deflate and was manually ruptured with a needle.